Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated that they delivered the insulin but his blood glucose kept rising from 300 to 500 mg/dl. Customer reported that they did contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The customer declined to check the insulin pump setting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. It was unknown whether the customer using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.